Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced redness around the peg site that was treated with topical mupirocin with no improvement. On (B)(6) 2020, the patient started oral antibiotic, cefaclor for seven days.

Manufacturer narrative:
Reference record (B)(4). Additional information in section b5 and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, it was reported that stoma culture was collected and resulted in candida growth. The patient received additional topical antibiotic treatments; clotrimazole (agisten), burning sensation when applied, and aflumycin with improvement. The patient has requested to have peg tube replaced due to age, about three years old.